Event description:
Vad thrombosis d/t hit+ after ramp confirmation. (B)(6) 2012 - hmiiexplant and new device implant pump malfunction.

Event description:
Vad thrombosis d/t hit+ after ramp confirmation. (B)(6) 2012 hmiiexplant and new device implant pump malfunction.